Manufacturer narrative:
The received device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 16 mmol/l (288 mg/dl) and that there was insulin leaking noted at the site. The device was worn between 37 and 48 hours on the arm. Hyperglycemia treated with pen correction and a new pod.